Event description:
The customer stated weeks ago she had symptoms of low blood glucose. She was incoherent and her arms were flopping around. Her son had to carry her to the car. She was taken to the hospital and was given glucose IV. Further information regarding that incident was not provided. The day of the call she received a reading of 40mg/dl on the contour and was feeling low and shaky. The customer was asked to return the test strips for evaluation. New strips were sent to her.